Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the customer comment that the programmer booted to a blank white screen, the programmer booted correctly in 40 seconds. The software was reloaded as a preventive. (B)(4).

Event description:
It was reported that when powered on all the programmer did was show a blank white screen. It was noted that the programmer would not start up. The programmer was returned for service. No patient complications have been reported as a result of this event.